Manufacturer narrative:
Unit received with critical pump error (open book image) alarm during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 3, 53, 54 alarm due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcb1/pcba2/4 pins flexible cable/force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by multiple pump error 3 fatal alarm file number: 2002 line number: 1541 found on 10/07/2022 20:25:32.000, 10/12/2025 06:40:40.000 due to hardware error electronic defective, also pump error 53 on 10/11/2025 21:21:09.000, 10/11/2025 21:55:09.000, 10/11/2025 22:07:54, and pump error 54 on10/11/2025 21:46:38.000, 10/11/2025 21:55:09.000, 10/11/2025 22:06:09. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Critical pump error (open book image) alarm during testing and pump error 3, 53, 54 alarm confirmed in history file is isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 3 (the main arm cannot communicate with the motor arm), pump error 53 (software error detected), pump error 54 (hal software error detected). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the error but was unable to complete the rewind process. It was unknown whether the pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device